Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient weight and device information. Further information was requested but not received.

Event description:
It was reported the ipg was superficial and the patient experienced pain due to the issue. Surgical intervention was undertaken during which the ipg was relocated. Stimulation was restored following the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.